Manufacturer narrative:
High test results (B)(4); no consequences or impact to patient (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
To investigate the customer issue, the investigation team reviewed the complaint text, the system logs, the instrument history, and architect system labeling. Although a definitive cause could not be identified for the issue the customer observed, the evaluation could not rule out sample handling or integrity issues. The review of the pressure monitoring log revealed some abnormalities during the aspiration and dispense of (B)(6) for the suspect ict test. The c4000 sample pipettor includes a fluid sense/pressure monitoring system that helps to identify errors in aspiration, however there are limitations associated with this technology and the associated threshold must be exceeded in order to trigger an error message and in this instance, it was not. The suspect ict result for (B)(6) was flagged cntl and high. The architect operations manual section 5, operating instructions, provides a description for both the cntl and high flags. Along with a description for these flags, the operations manual notes that a flag indicates that the result may need to be reviewed. Section 10 for observed problems erratic results, poor precision- ict results, provide probable causes that includes but not limited to: sample contains fibrin clots or particulate matter and sample was not collected properly and/or prepared correctly. No malfunction or product deficiency was identified.

Event description:
The account generated falsely elevated architect sodium and elevated chloride results on a patient specimen. Initial architect results were chloride = 122, potassium = 5.7, sodium = 176. The lab received an internal delta check for the sodium result and reran the specimen. The repeated results were in the normal range, chloride = 103, potassium = 4.8, sodium 149. No units of measurement were provided. The falsely elevated chloride and sodium results were not reported outside of the laboratory. No impact to patient management was reported.